Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The device was explanted and replaced with a single chamber device. The ra lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Additional information was received that the root cause was not determined and no further evaluation was performed due to the patient being in chronic atrial fibrillation (af). Lead to device connections were verified to be appropriate. A new ra lead was not implanted as the physician did not feel there was a need for ra pacing and sensing.